Event description:
Ous MDR - about 91 months after the ICD was implanted, interfering signals in the right atrial and left ventricular channels were observed and reported. No further details were provided. No worsening of the patient's health was reported.

Manufacturer narrative:
The ICD first underwent a status interrogation. The device status was eri; 41 charge processes had been documented. The memory content of the ICD was checked; interference signals in the ra and lv channel were visible in the available iegms. Next, the signal sensing of the ICD was checked and proved to free of noise. The ICD sensed supplied signals free of interference. The ICD's capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specification with a defibrillation shock. The specified energy level was reached. The charge time, in particular, proved to be unremarkable.